Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician went to slit the catheter, it could not be slit all the way through the valve and it had to be cut with a scissors. The physician noted that this has happened to another model of catheter also. No patient complications have been reported as a result of this event.